Event description:
It was reported that device interrogation revealed a pacemaker mediated tachycardia occurred. No programming changes were made. The device remains implanted.

Manufacturer narrative:
(B)(6).